Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50mm x 32mm promus element plus stent was advanced for direct stent placement however it was not able to cross the target lesion. The device was removed and it was found out that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified proximal stent damage. A stent strut was raised. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50mm x 32mm promus element¿ plus stent was advanced for direct stent placement; however, it was not able to cross the target lesion. The device was removed and it was found out that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.